Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) via a manufacturer's representative (rep) regarding a patient receiving 1 mg/ml dilaudid at a dose of 0.2050 mg/day via an implantable infusion pump for non-malignant pain. It was reported that on (B)(6) 2018 the patient's pain pump was flipped at the time of refill due to patient weight loss. Surgical intervention occurred. The healthcare professional (hcp) re-anchored the pump, the catheter was intact, and the pump was refilled in the or. No signs or symptoms. The issue was resolved at the time of this report and the patient's status was "alive - no injury". No further complications were expected or anticipated.